Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube, corroded motor home switch and cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had water in it and was not working. The customer blood glucose level was 19 mmol/l. The insulin pump was cracked and lip ring was not damaged. Customer stated that they did hear fluid when shaking the insulin pump and saw fluid under the lcd. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.